Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. The customer stated that the alarm had occurred previously, about a month prior, but she was able to clear the alarm and resume use of the device after replacing the battery. She stated that she may have had high blood glucose levels at the time of the first alarm, but she did not know the blood glucose reading. She noted that, this time, the alarm occurred during her workout, so she suspected that sweat may have gotten on the insulin pump. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damaged keypad trace. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and reservoir tube cracked.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.